Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.75mmx28mm target lesion was located in a mildly tortuous and moderately calcified mid left anterior descending artery. A 2.75 x 28 synergy drug-eluting stent was advanced for treatment; however, the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 28 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Mid-struts were lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a kink located at 10cm proximal to the distal end of the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 2.75mmx28mm target lesion was located in a mildly tortuous and moderately calcified mid left anterior descending artery. A 2.75 x 28 synergy drug-eluting stent was advanced for treatment; however, the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.